Event description:
It was reported that when using the bd pyxis medstation system, the half height cubie drawer 3.2 row a not detected on bus. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the row a not detected on bus due to a faulty row board. A field service engineer found that lights on the row board was out and replaced the row board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.